Event description:
A health professional reported that an ophthalmic probe's tip was vending and did not go through the trocar during the vitrectomy surgery. The surgery was completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The laser probe was received for testing on this investigation. The returned sample was connected to a calibrated system and was successfully recognized. A visual evaluation found the sample to have a bent nitinol tip. A fit check was performed with a trocar and found resistance during insertion. However, as to how or when it became damaged remains inconclusive. In relation to the tip damaged is attributed to a bent nitinol tip. However, as to how or when it became damaged remains inconclusive. The root cause of the probe not going through the trocar is attributed to the bent nitinol tip. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).